Event description:
During evaluation of a returned 250ml exactamix eva bag, a leak was identified from the administration spike port bonding area. No additional information is available.

Manufacturer narrative:
The device was evaluated. Visual inspection was performed and the reported leakage was not easily identified. Functional leak testing was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.